Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a no delivery alarm and had high blood glucose of over 600 mg/dl. The customer indicated that she has changed everything out but the alarm will not clear. Troubleshooting found that the drive support cap was normal and advised to change out their set and reservoir and tubing. The customer indicated that the insulin exited the tubing and did not alarm no delivery. Customer was advised that the pump is working as designed.